Event description:
The customer reported the table leg extension assembly was difficult to remove. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hardware in the leg extension assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.